Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The unit no longer had any power.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation; however, subsequent testing could not verify the complaint of the unit not having any power. The unit was identified as being noisy but had a flow rate of 6.05 lpm, which is within specification. The underlying cause of the complaint issue could not be determined.

Event description:
The unit no longer had any power.